Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found the device went into backup mode due to an integrated circuit (ic) anomaly. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During a clinic follow-up, the device was observed to be in backup (bvvi) mode due to an unknown cause. Technical support was contacted and the device was reprogrammed. After the reprogramming, the device was observed to be in bvvi mode again. As a result, the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.